Manufacturer narrative:
Oversensing is a recognized adverse effect associated with the device or its use as stated in the labeling and/or reported in the medical literature.

Event description:
"Lead was oversensing in bipolar mode with myopotential inhibition. Replaced (not explanted) 7/15/97. Pt ok."